Event description:
It was reported that the knife misaligned and did not deploy fully to cut line upon firing stapler. A 30 minute delay, procedure completed successfully. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Batch # unk. Date of event unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the device lock-out (no staples deployed and no cut line started)? Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Or, did the device fully fire and stop during the automatic knife return? What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Were there staples missing from the staple line? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? Investigation summary: this is an analysis of a photo submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photo shows a device from the jaws area with a white reload loaded and, the reload appears to be fully fired. Also, body fluids were noted on the reload. Based on the photo the event described cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4) date sent: 4/8/2022 d4: batch # r5885l h6: component code: g04 additional information was requested, and the following was obtained: ¿ did the device lock-out (no staples deployed and no cut line started)? - the device did not lock out. ¿ or, did the device start to deploy staples and cut but could not be completed (partially fire)? - partially fired. ¿ or, did the device fully fire and stop during the automatic knife return? - device did not manage to fully fire. ¿ what was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? - malformed. ¿ were there staples missing from the staple line? - did not notice. ¿ was there any difficulty opening the device? - yes ¿ if yes, how was the device removed from the patient? - managed to pull the device out after sometime. ¿ if yes, did the jaws eventually open? - managed to open after sometime. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ats45 device was received with the anvil partially closed, the anvil and channel misaligned with a tr45w reload loaded and the clamping mechanism damaged. The reload was received fully fired. However, a piece knife was advanced in the middle way on the channel damaging the deck of the reload. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the knife was broken. The event reported was confirmed and it is related to improper use of the device. It is possible that the device was clamped over an excess of tissue causing the anvil to be misaligned and the knife damaged. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot and batch number, and no non-conformances were identified.